Event description:
On (B)(6) 2022, it was reported by a sales rep via email that a ar-1928sft-2-1, sutr anch, crkscrw ft ii eyelet broken whilst tying knots on 5.5mm metal corkscrew ar-1928sft-2. Knot tying and insertion was performed as per the technique guide. The surgeon has used this anchor many times. This was discovered during use and a case was involved. To complete the procedure, a new anchor was used.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional info: h6. The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to prying/leveraging the anchor during insertion.